Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : customer returned (1) 3/10cc, 8mm, 30g syringe in an open poly bag from lot # 0064341. Customer states that the component near the finger grip (finger flange) was damaged. The returned syringe was examined and exhibited a broken flange. This is the 1st complaint for the reported lot number. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. CAPA/sa - no additional investigation and no CAPA/sa is required at this time. DHR review - a review of the device history record was completed for batch # 0064341 all inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that 1 bd syringe 0.3ml 30ga 8mm 7 was damaged (broken, missing, unassembled) . The following information was provided by the initial reporter: the component near the finger grip (finger flange) was damaged.